Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) reservoir migration after sneezing. A revision surgery was performed in which the reservoir was removed and replaced. No patient complications were reported.